Event description:
My bottle of target brand no rub multi-purpose solution for soft contact lenses leaks between the cap and the neck of the bottle. This product has a flip cap that allows me to squirt the solution onto the contact lens -for rinsing- and to fill the contact lens holder for soaking overnight. When you flip the cap, and squeeze the bottle to dispense the solution, the solution comes out from the squirt tip, like it should, but it also leaks out from between where the cap should seal with the neck of the bottle. Apparently either the cap or the bottle neck is defective allowing the solution to leak out, make a mess, and be wasted.